Event description:
A customer reported that during the phaco (phacoemulsification) step of four cataract procedures, the product was not able to irrigate properly. The doctor completed the procedures with the same product. There was no harm to the pts. No samples are available as the products were discarded. No further information is expected for this case.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is not expected to be returned for evaluation. (B)(4).